Event description:
Needle pull off. Customer states "the surgeon was having problems with the needle popping off." Needle was releasing prematurely. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.